Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. It was initially reported by a pt's mother that her daughter was experiencing an increase in seizures and she thought the device may be nearing eos. F/u with the physician's office revealed that the pt's seizures were not above pre-vns baseline, and that they did not think it was an increase. It was additionally reported that diagnostics were performed in (B) (6) 2007, showing proper device function. Nurse indicated that pt was given a new medication to try, but that they had not heard back from the mother since the (B) (6) appointment.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.